Event description:
The caregiver for this peritoneal dialysis (pd) patient contacted fresenius technical support and stated that the patient had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent and abdominal pain. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s initial pd cultures resulted positive on (B)(6) 2021 for coagulase-negative streptococcus (species unknown). The white cell count was 694 (unknown units) with 89.6% polymorphonuclear cells. The final culture results had not been received. The suspected cause of the peritonitis is constipation as the patient had been reportedly complaining of persistent abdominal pain leading up to the peritonitis event. There was no reported leak or any issues with the liberty select cycler reported for this event. The patient did not require hospitalization.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The pdrn stated the suspected cause of the peritonitis was constipation. This is supported by the initial culture result of coagulase-negative streptococcus. In cases with an intra-abdominal source, the infecting organisms are usually gram-negative enteric bacteria, streptococci and anerobic bacteria. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The caregiver for this peritoneal dialysis (pd) patient contacted fresenius technical support and stated that the patient had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent and abdominal pain. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s initial pd cultures resulted positive on (B)(6) 2021 for coagulase-negative streptococcus (species unknown). The white cell count was 694 (unknown units) with 89.6% polymorphonuclear cells. The final culture results had not been received. The suspected cause of the peritonitis is constipation as the patient had been reportedly complaining of persistent abdominal pain leading up to the peritonitis event. There was no reported leak or any issues with the liberty select cycler reported for this event. The patient did not require hospitalization.